Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was t-wave oversensing (twos) and that one episode resulted in the patient receiving a shock. Sensing polarity, sensitivity, and blanking had been adjusted, but the twos remained. The lead remains in use. No further patient complications have been reported as a result of this event.